Event description:
On (B)(6), customer reported via phone to product monitoring that incident occurred when a male pt was placed on the table for a stone removal and stent placement procedure. Procedure had not started when system failed. Pt was moved to another room and procedure was completed without incident. No reported pt injury. Facility does have back-up capability and all procedures have been completed.

Manufacturer narrative:
Field service engineer (fse) troubleshot generator overload error at exposure and found there were no filaments on the x-ray tube, tube burnt out. Fse replaced tube, and during calibration had an intermittent error 11, no dc hv at power up. Troubleshot error 11 and replaced the charge/discharge pcb. No other errors were displayed thru multiple power cycles. Fse completed tube calibration and performed operational verification. Unit was now fully functional. System returned to full service by customer.